Event description:
The patient was experiencing underdose symptoms. The patient was new to the physician. It was initially reported that they were doing an MRI on the date of this report to check for a ¿clogged catheter¿. It was later reported that they were going to do a CT to check the catheter instead of an MRI. The device system was delivering bupivacaine and morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).